Event description:
It was reported to manufacturer, by facility, (B)(6), per facility they were preparing for new admission, new resident was coming from the hospital. Upon arrival the bed was raised approximately 30 inches, for proper transfer from a gurney, aided by the ambulance crew. After resident was transferred, the nursing staff raised the head of bed and proceeded to lower the entire bed. At this point, the head end leveling mechanism failed, allowing the head of the bed to fall to its lowest position. Upon close examination by facility, it was evident that the head leveling mechanism pin had a broken cotter pin which allowed the pin to slowly loosen and finally fall out. This cotter pin failure allowed the head leveling mechanism to detach from the frame and loose the ability to support the head of the bed. Family members were there and took pictures - stating that they are very concern over this failure being a safety issue. Facility ceo took bed out of service. Pictures were sent by facility to review, in addition manufacturer trying to get bed back for evaluation. Facility risk manager stated she will have to get permission from the ceo to have bed returned to us. (B)(4) under complaint (B)(4) was issued to get product back for in-house evaluation.